Event description:
Nellcor puritan bennett received information that suggested the ventilator has stopped cycling while in pt use. As per customer, no pt harm. The cse inspected the device and could not duplicate the alleged malfunction.